Event description:
The pt rec'd her scs system, including an ipg on (B)(6) 2010. The pt reported the inability to charge the ipg. The charger is reported to be intact, with attempts to reconnect the antenna not resolving the issue. A new charger was sent to the pt. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.